Manufacturer narrative:
Device has been returned and evaluation is pending. The investigation is ongoing.

Event description:
It was reported that during a phacoemulsification procedure of the left eye, the intraocular lens (iol) was loaded properly by the technicians but was delivered into the patient¿s eye cracked. The iol was removed intraoperatively within approximately five minutes of insertion. The incision was enlarged to 2.8mm to remove the lens, sutures were not required. The lens was replaced intraoperatively with a backup lens. No other patient injury was reported. According to the reporter, no further is information available.

Manufacturer narrative:
Correction to d10: the device evaluation has been completed. One iol was returned in a small glass vial in an unknown fluid. There is what appeared to be fungal growth floating in the fluid. One lens label was affixed to a plastic specimen cup containing the glass vial. Visual inspection found the lens in two pieces; the optic had been cut or torn in half. One haptic was attached to each piece of the optic; the other haptic was torn at the loop by the optic, and the other haptic was bent. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The product evaluation confirmed the failure mode. The device history record (DHR) review was completed and there were no non conformities and non-conformities identified. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. There have been no similar events reported for this product lot. The most probable root cause is operational context. User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. No corrective action is necessary at this time.